Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to complaints of unbearable glare and halos, unable to drive at night. Incision was enlarged. Replacement iol was a non johnson and johnson iol 22.0 diopter size. Patient was doing well post-operatively. No other information was provided.

Manufacturer narrative:
The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: may 25 2022. Section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could contribute halos or glare could be identified. The complaint issues (hm-glare surgical intervention required, hm-halo vision- surgical intervention required, and pt-explant) were not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.